Event description:
It was reported that during a lash procedure, the blade broke. It could not be closed again. It did not fall into patient. It could be removed without difficulties; with gen11. The surgery was finished with ace+. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached returned and with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaws and I-blade were damaged not all testing was performed with the generator. The condition of the device prevented the functionality of the jaws. There is insufficient evidence related to what caused the damage; a probable cause of the damage could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.